Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that therapy was intermittent and the stimulation is positional, stating they only feel it if they pull their upper back around. The patient reported a motor vehicle accident, where they were rear ended yesterday. The patient also mentioned that recharging was taking too long. Troubleshooting measures were recommended to the patient and the recharging issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.